Event description:
Olympus was informed that during a therapeutic laparoscopic myomectomy procedure the connecting part of the electrode broke off and fell into the patient. The surgeon immediately removed the fragments, however, a 2mm fragment still seemed to be missing but could not be located inside the patient. The patient was discharged after the procedure without any complications and there was no report about an adverse event or patient injury.

Manufacturer narrative:
The suspect medical device has not yet been returned to olympus for evaluation/investigation. Therefore, the exact cause of the user's experience and the reported phenomenon could not be determined and is being judged as unknown. However, if the suspect medical device is returned for evaluation/investigation or additional significant information becomes available, this report will be updated.

Manufacturer narrative:
The suspect medical device was not returned to olympus for evaluation/investigation since it was reportedly discarded by the user facility. Therefore, the investigation/evaluation was performed exclusively on the basis of the information provided by the customer but the exact cause of the reported failure could not be conclusively determined. However, it is assumed that there was probably pre-existing damage to the tip of the electrode due to wear and tear or improper handling during reprocessing, which eventually caused the tip to break off during the procedure. A DHR review could not be performed since basic data of article identification (lot number) is missing. Instead a manufacturing and quality control review was performed for the last 24 months of production. There were no non-conformities or deviations regarding the described issue. The case will be closed on olympus side with no further actions. However, the reported phenomenon will be recorded for trending and surveillance purposes and the user will be informed about the investigation results.